Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent surgery on (B)(6) 2011 for foreign body related bowel obstruction. It was reported that procedures performed were lysis of adhesions, excision of mesh and bowel resection.

Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2003 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted due to vaginal vault prolapse, large enterocele and stress urinary incontinence.

Manufacturer narrative:
It was reported that on (B)(6) 2003, the patient underwent a gynecological procedure were mesh was implanted. Concurrent procedures were retropubic cystourethropexy, abdominal culdoplasty, and abdominal colpopoxy.